Event description:
Reportable based on analysis completed on 26oct2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. A 4.00mm x 1.5cm x 140cm s-pcb flexatome mr cutting balloon was selected and was advanced to the lesion. On the second inflation, the balloon ruptured at 10atms. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a hole in the shaft of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: an examination of the returned device found that there was a hole in the shaft of the device. A visual examination of the device found that the returned balloon showed evidence of being inflated with blood in the shaft. The shaft was kinked at the guide wire exit port. The entire length of the midshaft was stretched proximal to the guide wire exit port. The device was attached to an encore inflation unit and an attempt was made to inflate the device when a leak was noted in the shaft of the device. A microscopic examination of the shaft observed a hole in the outer distal shaft 8mm distal to the guide wire exit port. The shaft, distal to the hole was also noted to be damaged. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).